Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2020. The reaction was described as a severe burn type skin reaction. The patient went to the hospital but was not admitted and was prescribed oral clindamycin. She is also using tegaderm. At the time of the report she stated she was doing okay. A photograph was provided for investigation. Confirmation of the complaint was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available. No additional patient or event information is available.